Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2024, the patient experienced stoma site exudate. In (B)(6) 2024 the culture was done and the patient was diagnosed with a stoma site infection and treated with septrim. On (B)(6) 2024 after a physician evaluation, the patient was referred to emergency room where the patient's temperature increased to 38.5ºc. The patient was admitted to the hospital due to an obstructed intestinal tube and the stoma site was noted to be red and poorly maintained. On (B)(6) 2024 after receiving unspecified care, the stoma site was better and the patient was discharged to a residence.